Manufacturer narrative:
The incident device is reusable device and has been returned on MDR 2027111-2016-00798. The device has been assigned to engineering for evaluation. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Sleeve gastrectomy-"3rd malfunction happened in the past customer complains that sometimes the eb010 doesn,t seal tissue properly (sometimes yes/ sometimes no ). It happened with some devices in different surgeries. Customer explain me that the eb010 device key doesn't fix properly in generator port n.2 . I checked it , I notice device key moves in port.n2, while in port.n.1 is firmly attached, in fact no any problem when handpiece is connected to port.n.1 surgeon also believes that issue is related to the generator port." Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
Investigation summary: the electrosurgical generator (esg) was returned for evaluation on incident reference number 2027111-2016-00798. Upon visual inspection, engineering found no signs of excessive wear or visible damage to the ports. As such, there was no visual evidence to replicate "device not fixing properly." Engineering inserted a sample device key into each port and confirmed that the connection to the esg remained intact. The engineering team extracted and analyzed the esg data logs and was able to confirm that there was no activity on the system log on the reported event date, (B)(6) 2016. Engineering found repeated "check device" and "reactivate" entries on the system log on (B)(6) 2016, which indicate error conditions encountered during hand piece execution. Upon further testing, engineering performed an esg output verification test and confirmed that the esg is capable of delivering controlled energy through a connected hand device when activated on tissue. As such, in the absence of the event hand piece device, it is difficult to confirm the root cause of insufficient hemostasis observed during the procedure. The root cause of "device not fixing properly" could not be determined as the esg met its intended function. The root cause of insufficient hemostasis could not be confirmed as engineering was unable to replicate the event. Applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate insufficient hemostasis. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information rcvd 17oct2016: as briefly discussed over the phone, customer experienced the same issue in 3 other different occasions. (Total 4 malfunctions) the surgeon believe that problem is related to the generator and not to the handpiece because, as soon as they change the port, everything works fine. This is why they are returning this generator for evaluation.